Event description:
Baxter service personnel reported an infusor with a pinhole leak on the reservoir near the white set-cap post. This condition occurred when red-colored water was added to the reservoir during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 30 ml of fluid in the bladder. When red-colored water was added to the reservoir, the reported condition of a pinhole leak was confirmed. The root cause was a weak point in the material of the reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.